Event description:
As per the reported received from united kingdom, edwards received notification of a pascal precision ace procedure in mitral position. During a reintervention, a single leaflet device attachment (slda) was found. The patient had severe degenerative mitral regurgitation (dmr). One pascal ace was implanted in a2-p2 reducing mr to mild. Approximately one month after the procedure, due to recurrence of severe mitral regurgitation, a reintervention was performed. During the reintervention, an slda was identified on the pascal precision ace device implanted during the index procedure. Two additional pascal precision ace devices were implanted to stabilize the slda and treat residual mitral regurgitation, resulting in a final mitral regurgitation grade of mild. No device issues or device interactions were reported during or after implantation. According to medical opinion, the perceived root cause of the event was difficult dmr pathology. Optimal regurgitation reduction was achieved, and the patient was discharged.

Manufacturer narrative:
D4 - primary unique device identification: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.